Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the insertion flexible tube steel braid piercing. Based on the result, we concluded that it was caused due to the expcessive force applied on the insertion flexible tube. In addition, our technician confirmed that the insertion flexible tube perforated, and the insertion flexible tube leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.